Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: unknown extremity hardware. Report source: foreign: event occurred in (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02700. Reference: camilla maccario, eric w. Tan, claudia angela di silvestri, cristian indino, h. Paco kang & federico giuseppe usuelli (2020). Learning curve assessment for total ankle replacement using the transfibular approach. Foot and ankle surgery. Https://doi.org/10.1016/j.fas.2020.03.005.

Event description:
It was reported that the patient underwent a total ankle replacement surgery on an unknown date. Subsequently, the patient was revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.